Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2021. During the procedure, endoscopic sphincterotomy (est) was performed using the stonetome. During energization, the cutting wire fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and blackened, which were consistent with the findings when the device was observed under magnification. A functional evaluation was not performed due to the condition of the device (broken wire). No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was preactivated before use that may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. It could have also been generated if energization was applied to the device constantly or if the device was activated in an incorrect position, being in contact with other medical devices. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2021. During the procedure, endoscopic sphincterotomy (est) was performed using the stonetome. During energization, the cutting wire fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.